Event description:
Customer reported screen response was reduced requiring repeated input. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.